Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry with residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Corrected data: b5 - it was clarified that the patient had experienced low vault and on 25/jul/2020 the lens was exchanged with a longer length lens. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.5/+4.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.